Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thick anterior mitral leaflet (aml), and rotated heart. A steerable guide catheter (sgc) (40401r2070) and a mitraclip xtw (31206r1045) were inserted and advanced to the mitral valve, and grasping was performed. However, while turning the sgc against the fastened screw, a noise was heard, the shaft was observed to be separated from the sgc, and anterior-posterior movements were no longer possible. It was noted that the physician did not unfasten the screw in the stabilizer before turning the guide. Therefore, the sgc was removed and replaced. It was observed that the posterior mitral leaflet (pml) was not sufficiently inserted, but due to steering no longer possible, the clip was deployed. It was noted that the clip seemed stable on both leaflets, with a soft rocking motion in fluoroscopy. To stabilize the clip, a second mitraclip was inserted and advanced to the mitral valve. However, while the second clip was in the left atrium (la), the first clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). The second clip was placed lateral to the first clip, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.